Event description:
It was reported that a pump alarmed with double beeping last week. The cassette but would not infuse on either of two pumps. The cassette was replaced and resumed with infusing. There were no issues with the pumps. The pump was in use when the fault occurred. There was no lapse in infusion or side effects due to malfunction. The infusion is continuous and life-sustaining. The outcome: resolved. Additional information (patient details) was provided by the distributor.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of decvice is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.